Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
The patient had a primer hip surgery on (B)(6) 2001. The doctor used aml stem. Now (after 17 years) this stem has broken - only the stem, the femur is undamaged.